Manufacturer narrative:
The device was not returned for analysis and the complaint of lack of stimulation could not be confirmed. Record review revealed no additional information related to the complaint. The investigation is unable to determine a probable cause for the complaint; therefore, the cause cannot be established.

Event description:
It was reported that the device was explanted due to lack of stimulation. Additional information was requested but has not yet been received. Additional information was received that the initial report of no stimulation was due to expected end of life of the ipg.

Event description:
It was reported that the device was explanted due to lack of stimulation. Additional information was requested but has not yet been received.